Event description:
Nurse pressed button on bed to lower bed height at 1430. At that time sparks and smoke were visibly present from outlets where bed was plugged in. The sparks resembled "fireworks". No fire present. Of note, a similar incident occurred with the same patient and same bed overnight around 0030 on (B)(6) 2025 when the bed was plugged into the wall. The patient assessed for injury and skin assessed for injury from incident and no evidence of injury found. Bed was removed and leadership was informed of potential bed malfunction. Serial number of the progressa bed is (B)(6).